Event description:
While performing the first transoral incisionless fundoplication (tif),the tif instrument broke as the md was about to fire the device. He withdrew the device and aborted the procedure. The company representative and the md examined the instrument and determined it had broken. The md was operating for about 2.5 hours prior to this event. The healthcare professional does not know how the device became broken.doesn't know.